Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic console exhibited poor aspiration during the ultrasound mode during surgery. The ophthalmic tip, handpiece, pack, and footswitch were replaced, and the doctor memory settings were also changed however, no improvement was observed. The surgical device was then switched with another one, and the procedure was completed. There was no impact on the patient.